Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 MDR's filed for the same patient (reference 0001822565-2017-00324).

Event description:
Patient¿s left hip was revised 25 years post-implantation due to loosening of the acetabular cup and wear of the polyethylene liner. During the procedure, the femoral head, acetabular cup and liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: concomitant medical products- unknown head p/n unknown l/n unknown, unknown stem p/n unknown l/n unknown; unknown cup p/n unknown l/n, unknown; unknown liner p/n unknown l/n unknown. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.